Event description:
It was reported that the flex deflectable videoscope exhibited intermittent color changes to violet, then flashes between violet and normal color. The issue occurred during set up / inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the device image was found to flicker from green to purple during angulation. A definitive root cause of the image issue could not be determined, however, the issue was likely the result of an electronic component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.